Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2005. On (B)(6) 2007, it was reported that the programmer displayed an error message and the ipg would not turn on. A new wand and programmer did not resolve the issue. The ipg was removed on an unknown date. The ipg was discarded and not returned to ans for analysis. No additional info is available.